Manufacturer narrative:
Date of patient infection is not known. Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision surgery was performed on (B)(6) 2018. The initial surgery was performed on (B)(6) 2018 for an open reduction and internal fixation of the distal radius. The hardware removal was due to two (2) 2.7 mm proximal cortical screws backing out of the bone. During the surgery there was a lot of fluid in the wound indicating a possible infection. Five cultures were taken to see if an infection is present but results are not yet available. The hardware that was removed was one (1) 2.4 mm variable angle locking compression plate (va-lcp) 2 column volar distal radius plate, five (5) 1.8 mm buttress screws, one (1) 2.4 mm cortical locking screw, and two (2) 2.7 mm cortical screws. All parts were intact with no malfunctions. Patient was revised to a dorsal spanning plate and six (6) 2.7 mm locking screws. There were no surgical delays, x-rays are not available, surgery was completed successfully and patient outcome was stable. This report is for one (1) 1.8 mm va locking buttress pin. This is report 8 of 9 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hrs. Customer quality conducted an investigation of the returned device. Device condition: the buttress pin was received intact with surface and thread wear consistent with implant and explant. The device was functionally tested with the returned mating plate and found to function as intended. No defects were identified. Based on the provided information no determination regarding the reported infection can be concluded. Thus, as no issue was identified, the complaint condition for this device could not be confirmed and could not be replicated. Lot number review: a DHR review could not be performed as the lot number is unknown. A material check was not performed at cq as there is no indication that material would have contributed to this complaint of infection. Drawing review: the following drawing was reviewed; 1.8mm variable angle locking buttress pins: the device was identified as part number 02.210.094 based on the stardrive recess, partially threaded shaft, and the following dimensions. The overall length of the device measured 24.28 which is within the specification of 24mm +0.7/-0. The outer head diameter measured 3.34mm which is within the specification of 3.35mm with a head profile tolerance of 0.05mm. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Conclusion: based on the provided information no determination regarding the reported infection can be concluded. Thus, as no issue was identified, the complaint condition for this device could not be confirmed. A device history record (DHR) review, device inspection, and drawing review were performed as part of this investigation. No defects were identified with the returned device and no product design issues or discrepancies were observed that may have contributed to the complaint condition. No malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.